Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to a high blood glucose level of over 400 mg/dl. The customer received repeated no delivery alarms and noticed bent cannulas. She was not receiving insulin because of the bent cannulas. She was wearing her insulin pump at the time of hospitalization. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.